Event description:
It was reported that there was emergency backup battery (ebb) fault alarm after performing daily system controller self-test. The patient performed self-test to try to clear alarm, but the alarm returned. The patient was presented to emergency department (ed) and the system controller was successfully swapped.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and log files were not provided. Provided information stated that the patient performed a self-test to clear the alarm, but it returned. A system controller swap was successfully performed. A root cause for this event could not be conclusively determined. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8, ¿equipment storage and care¿ and heartmate 3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery and system controller, and to ensure a trained caregiver is present. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.